Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump history was not displaying insulin delivery properly. Tandem technical support (cts) reviewed reported issue with the customer. Cts informed customer that insulin delivery was not impacted due to the reported history display issue; insulin delivery was captured in pump history and data. Customer's blood glucose was 120-400 mg/dl.